Manufacturer narrative:
Result of investigation: most probable root cause is a communication error in the i2c bus system. The device recognized a failure message from one of the i2c bus participants which could solved by a device restart only. External interference (e.g. Hf device) can cause this error via the patient hose heating. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information was provided in section h6. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on december 2, 2024. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the endoflator turns off during procedure. The procedure was successfully finished with an unknown surgical delay. No negative impact in state of health reported.